Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Device manufacture date corrected. A batch record review was conducted. Urinary catheter in question was manufactured in c2. Lot # 8f03360 was packed on packaging machine p009 according to the instruction for packing and was sterilized. During in- process inspection test with focus on catheters squeezed in welding is carried out according to test method and visual inspection of welding catheters in peel pack. Review of the device history record showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. Photographs, have been received for this complaint, which were evaluated in accordance with work instructions. Sample did not meet specification. Package was not opened but the cartheter tip has been caught in the welding. A non-conformance has been opened. Five most probable root causes were identified during the investigation and will be addressed in a corrective/preventative action (CAPA) plan. The contributing cause identified during the observation will not be included in CAPA plan due to winding catheter standard process. Rc1: cavity is not spacious enough to compensate small deviations in shape. Rc2: not defined storing of the catheters in boxes ¿ there is definition in procedure for correct catheters storing in boxes actually. In production date of complained catheters there was effective procedure, with no exactly definition of catheters storing. Cc1: extrusion production process and bobbin construction. - it is standard process, so it will be excluded from CAPA plan. Cc2: neglect of the operator. Rc3: not proper method defined in the procedure. Rc4: any machine detection for catheter placement. Rc5: any machine detection for catheter squeezing in weld. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the gentlecath glide catheter was stuck in the welding of the package. The event was noted during a product demonstration. There was no patient involvement.. Photographs depicting the reported issue were provided.